Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4), (B)(4) (returned to ocm on 2016-07-06). When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that at the end of a transurethral resection of the prostate (turp) procedure, it was noticed that the patient had sustained a second-degree burn on the buttocks. No further information was provided but the burn allegedly did not require any medical or surgical treatment. In addition, the patient was hospitalized after the intended procedure, which was successfully completed with the same set of equipment. There was no report of any equipment malfunction.